Manufacturer narrative:
A dealer was contacted by a user who stated they fell when a bar broke under the seat. Past history with similar complaints indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Malfunction; however, has not been established. MDR filed based on alleged unconfirmed malfunction. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Malfunction is not confirmed. MFR is attempting to obtain product for inspection.

Event description:
The consumer's daughter states when the consumer sat on the seat of the rollator, the bar that supports the seat allegedly came off, causing her to fall to the floor. No injury is alleged.